Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer was experiencing high blood glucose of 535 mg/dl. Customer's mother opened the sensor package and pulled the needle and it came off. They also stated that they forget to calibrate the sensor and many hours without the sensor feature activated. Customer was treated with manual injections for high blood glucose. Customer declined to troubleshoot. The device will not be returned for further analysis.